Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported to the distributor that the product was in use in an obstetric clinic to deliver epidural anesthesia. According to reporter the catheter was difficult to thread during placement so the catheter and needle were removed. Upon removal, approximately 6cm of the catheter was missing and remained in the pt. Pt was examined via ultrasound and MRI in effort to locate the catheter piece but catheter piece could not be located. The catheter portion was not surgically removed because pt had no symptoms related to the issue. No permanent adverse effects reported.